Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the implant has a foreign filament in the sterile package.

Manufacturer narrative:
This report is being amended to reflect changes in event problem codes, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Visual inspection of the returned device identified a small dark fiber in the outer cavity seal. Upon opening the package the particle was measured using a comparator to determine its area. The area of the fiber was confirmed to be acceptable per zimmer, inc. Procedure for determining particulate matter of sterile and non-sterile products. Therefore this device was conforming to specifications as the fiber was smaller than the allowable size per the visual inspection procedure. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. The packaging setup sheet for this device includes cleaning the packaging materials with an air gun prior to packaging the device. It is likely that the fiber was not seen on the tyvek lid or cavity prior to sealing. As this device was determined to be conforming to specifications, no product problem was identified.

Manufacturer narrative:
This report will be amended when our investigation is complete.